Event description:
It was reported that the patient lost stimulation and therapeutic effect. There was no increase in pain, however. Upon interrogation, electrodes 1, 2, 4 and 6 had high impedances (greater than 10,000 ohms). The device was reprogrammed to other electrodes and the patient regained effective therapy. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).